Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention took place on (B)(6) 2021 during which the ipg pocket was relocated higher and the ipg was explanted and replaced for MRI capability system. Therapy established post-operatively and issue resolved.

Manufacturer narrative:
Date of event is estimated.